Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-01435 and 2134265-2014-01483. It was reported that an automatic pullback failure occurred. The 90% stenosed target lesion was located at the moderately calcified and moderately tortuous proximal left anterior descending artery. During a percutaneous coronary intervention (pci), the motor drive unit (mdu) was unable to perform its automatic pullback function. Reconnection and checking of the sled did not resolve the issue. Manual pullback was attempted once. The procedure was completed with another of the same imaging catheter and sled. No patient complications were reported and the patient's condition is good.